Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose level at the time of incident was unknown and current blood glucose is unknown. It was reported that last 3-4 weeks customer was having low blood glucose at night and before bed blood glucose was 200 mg/dl which dropped to 40 mg/dl in the middle of night and other night blood glucose was dropped to 59 mg/dl. The last 4-5 hours ago blood glucose level was 180 mg/dl. The customer treated their low blood glucose with food. It was reported that drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight was (B)(6)lbs.